Event description:
Caller reported that the insulin gauge on their pump displayed an amount different than expected, specifically a fill estimate issue with a current display of 36 units. There was no adverse impact to the customer's blood glucose level. Customer successfully removed air from the cartridge and reloaded it with assistance from technical support. Following the instructions to deliver a 10.2 unit bolus, the issue was resolved with no further discrepancy in the fill estimate display.